Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced fluid loss with his artificial urinary sphincter (aus). The aus pressure regulating balloon (prb) was explanted and a new prb was implanted. It was reported that there were no further patient issues. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.